Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. The inner and outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The inner and outer insulation of the lead was observed to have blood ingression. Concomitant medical devices: addr01, implanted (B)(6) 2014. (B)(4).

Event description:
The right ventricular (rv) lead was returned to the manufacturer after being explanted due to system upgrade. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.